Event description:
While using the holmium laser, the fiber failed and set off the blast shield. There was no harm to the patient. Secondary doctor was assisting with the procedure and the primary doctor was the operator. Laser fiber was a: lumenis 550 d/f/l/, ref: ac-10030120, lot: 02312307, expiration date: 02/15/2026.